Event description:
Info received indicates the bed shifted with the brake set while attempting to move a pt. No injuries were reported. The facilities maintenance replaced the casters but finds the bed is difficult to put into brake, and eventually comes out of brake if the bed is bumped.

Manufacturer narrative:
The facility has not completed repairs to the bed.